Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages after loading a cartridge with insulin. Reportedly, the cartridge was filled with approximately 320 units of insulin. Additionally, the customer uses cold insulin in the cartridge. There was no impact to the customer's blood glucose level. The customer confirmed that the issue is resolved by loading a new cartridge onto the pump. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin per labeling instructions.